Event description:
During patient use, 'low minute volume' alarm and 'low airway pressure' alarm occurred. The nurse confirmed that the ventilator stopped ventilating. The patient was ambu bagged and switched to another ventilator. Later, a medical engineer tested the ventilator with a test lung confirming that the test lung was not inflating. However, it started ventilating after 5 minutes. No permanent injury was reported in this case.

Manufacturer narrative:
Through requested, patient information was not provided.